Event description:
During anterior lumbar interbody fusion for l2-l5 the drill tip broke off inside the lumbar vertebral body. An x-ray was obtained and confirmed that small fragment of drill tip was in vertebral body. The decision was made to not remove the fragment of the drill tip from the vertebral body. Post-procedure the pt was transferred to recovery room in stable condition without noted complications.